Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for chronic low back pain and post lumbar laminectomy syndrome. It was reported that the patient had never been happy with the right implantable neurostimulator pocket site and felt that it had been ¿pushing on¿ a muscle. The patient underwent a pocket revision on (B)(6) 2016 in which the surgeon undermined the pocket and moved the implantable neurostimulator further down. The discomfort had decreased after that time, but was still present. (Manufacturer's records indicate that the implantable neurostimulator was replaced and that it was not just a pocket revision on (B)(6) 2016.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.